Event description:
Clinical report states poly wear.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Medical records and x-rays were received, reviewed and found no evidence of a device nonconformance. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec¿d (B)(6) 2015 - the patient's medical records were received. Medical records indicate the patient was revised to address instability and swelling. Upon revision the insert was found to be loose within the tibial tray. At this time the tray is being added to the complaint. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.